Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate manufacturer report number.

Event description:
This is filed to report the single leaflet device attachment (slda) (cds 80130u261). It was reported on (B)(6) 2018 two mitraclips were successfully implanted, reducing grade 4+ functional mitral regurgitation (mr) to grade 2+. On (B)(6) 2018 a control echocardiogram was performed and it was observed that both clips had detached from one leaflet (single leaflet device attachment/slda). Mr grade increased to 4+. Clip delivery system (cds) 80130u274 detached from the posterior leaflet and cds 80130u261 detached from the anterior leaflet. On (B)(6) 2018, a second mitraclip procedure was performed. It was noted that cds 80130u274 was completely detached from both leaflets and initially could not be located; however, it was later located in the mesenteric artery and was noted to have no impact on the patient, so it was left, untreated. Two clips were successfully implanted, one stabilizing the slda clip. Final mr was 3-4+. No additional clips were implanted due to the potential for mitral stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (enlarged atrium with relatively small ring dimension, restricted and thickened leaflets with coaptation defect). The patient effect of worsening mr appears to be a cascading effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, it was noted that a was observed in the posterior leaflet. No additional information was provided.